Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 34 unopened race-packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 34 closed samples to analyze this case. Tightness test to the samples received has been performed and all units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.19 kgf in average and 0.72 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the needle detached from the thread intra-operatively. The reporter indicated that during a cesarean section (no urgency), the needle detached from the thread, falling down in the patient's uterus, and consequently time extension for the needle recovery. Surgery time was not prolonged for more than 15 minutes. There were no consequences (no patient injury). Per the reporter the surgeon used a continuous and interrupted continuous technique stitch with 5-6 knots at the end of the suture on the uterus muscle. The patient outcome was positive.